Manufacturer narrative:
The device was returned for evaluation. All labels were still intact. There was no physical damage found on the device. As a result of checking the log, it confirmed that there was a record of a continuous high pressure alarm over a three day period. A function test was performed. It could not confirm the customer reported issue. The event was not reproducible, so it could not make a decision. The root cause is unknown. Preventively, replaced the downstream sensor and the upstream sensor was re-calibrated. The device passed all functional/delivery tests. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. (UDI number) is unknown. No information has been provided to date.

Event description:
It was reported that during the use of the product, a high pressure alarm went off. There was no patient injury.